Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Device received, investigation summary: as per service engineer- (B)(4) - neck- problem. Under warranty invoice no. (B)(4) dated 18-02-23. There was no injury to the patient problem investigation- cartridge,neck ,head cap and casting assembly - replaced cartridge ,neck , head cap and casting assembly.

Event description:
In this event it is reported that x-smart w/contra angle eur stopped during use. No injury.

Manufacturer narrative:
Additional information received: investigation results update: received = 1x x-smart neck h1004c5470220. X-smart neck. Sav bad maintenance (user). I note that the neck is rusted. With this additional information adding the following codes: investigation findings: adding 646. Investigation conclusions: adding 19, 18, 51, 61. This is a follow up report for this additional information.